Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical inspection a visual inspection of the returned cycler exterior showed signs of physical damage. The bottom cover is damaged and the touchscreen is shifted causing a gap. There were no visual indications of dried fluid within the cassette compartment. There were no visual indication of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A three hour accelerated stress test (3 hour ast) was performed and passed. There were no fluid leaks in the test cassette compartment during the treatment test. There were visual indications of dried fluid under pump ¿a¿ and ¿b¿ mushroom head and within the recess of the bottom cover adjacent to the pump assembly. The cause of the observed dried fluid and fluid could not be determined. Mushroom head checks passed. The device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that there was a fluid leak encountered inside a cycler when patient finished treatment. When the patient, who was in training in the clinic, was removing the cassette, there was fluid found in the pump module area. The nurse was advised to let the cycler sit overnight and air dry and then to resume use. In a follow up, the nurse verified there was no harm, adverse event or intervention associated with the leak. The cycler is not available to be returned for analysis.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that there was a fluid leak encountered inside a cycler when patient finished treatment. When the patient, who was in training in the clinic, was removing the cassette, there was fluid found in the pump module area. The nurse was advised to let the cycler sit overnight and air dry and then to resume use. In a follow up, the nurse verified there was no harm, adverse event or intervention associated with the leak. The cycler is not available to be returned for analysis.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.